Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during tka surgery the journey ii bcs art insert trial size 7-8 9mm right snapped during trialing inside of the patient and no pieces were lost inside. The procedure was completed without delay using the same device. No other complications were reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The clinical/medical team concluded, per the complaint details, the provided photo along with the product evaluation confirmed the reported breakage. However, without the requested clinical information or the operative report the root cause cannot be determined. Based on the information provided, none of the pieces were left inside of the patient. Since it was reported the procedure completed without delay using the same device without other complications, no further clinical/medical assessment is warranted at this time. A visual inspection confirmed the jrny ii bcs art isrt trl sz 7-8 9mm rt is broken into two pieces. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.